Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to drain during pretest. About 2cc of water could not be drained.

Event description:
It was reported that the foley catheter balloon was difficult to drain during pretest. About 2cc of water could not be drained.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the sample noted one opened (without original packaging), three-way temperature sensing foley catheter. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be ¿inadequate pressure on the machine to punch. Tool wear. Missing preventive maintenance." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.